Manufacturer narrative:
H6. Actual device used during case was evaluated. Visual examination performed. Results: conclusion - the actual device used during this case was returned and evaluated. Visual examination of the device revealed that the guide catheter was in two separate pieces. Examination of the point of separation revealed a torsional kink to the point of separation. The damage to the guide catherer is consistant of the guide catheter being excessive torsional rotation of the device during use to a point of the outer shaft separation. The initial report for the event did not mention this separation of the guide catheter and an additional attempt to obtain additional info has been unsuccessful. A review of the device history record did not detect any deficiencies in the mfg process. The event has been confirmed, however, the exact cause is unk. No medwatch was received from the user facility, therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of info not being provided by the reporter. Despite attempts to obtain such info from the reporter. Medtronic is unable to complete form 3500a."

Event description:
The initial reported event indicated that the guide catheter kinked during the procedure.